Event description:
Rptr indicates problem with cracking of total parenteral nutrition admixtures containing lipids. The admixtures had been prepared in b.braun/mcgaw 3-in-1 mixing containers. This problem was noted as soon as they began using these containers; previously competitor total parenteral nutrition bags (stedim eva bags) were used without incident. Cracking of total parenteral nutrition admixture occurred during infusion to a home pt in a warm environment (80 degrees f). This pt was diagnosed with cervical cancer & bowel obstruction. Two other pts were affected. Upon initial hanging of the admixture no creaming or cracking was noted. After infusion over 14-16 hours, filter clogged & at that time the admixture was noted to be cracked. The pt suffered no ill effects. The pharmacist felt the b.braun/mcgaw empty total parenteral nutrition bag may have been the cause of the admixture cracking.